Event description:
In (B)(6) 2004, the patient presented with a primary ventral hernia located just above the umbilicus. In (B)(6) 2004, the patient underwent laparoscopic repair of the hernia at which time there were multiple hernias noted within the abdomen. Three different, unspecified synthetic meshes were implanted for treatment of the hernias. In (B)(6) 2007, the patient returned with unspecified symptoms at which time it was noted that the hernia repair had failed. In (B)(6) 2007, the patient underwent a laparotomy procedure. The synthetic meshes were removed and the recurrent hernia was repaired by suturing together the fascia without placing any synthetic mesh within the abdominal wall. Immediately post procedure, the patient complained of increasing abdominal pain and was sent for CT imaging. CT imaging noted a collection of fluid that was drained via a needle under CT guidance. Laboratory analysis of the fluid noted no bacterial growth. On (B)(6) 2008, due to the patient's chronic abdominal pain, the physician took the patient back to the operating room to remove a hypertrophic scar and release the fascial tension from the previous procedure. A chronic seroma or hematoma was removed, in addition to some anterior abdominal wall fascia. A 12 x 25 piece of veritas collagen matrix was used to cover the abdominal contents and as a buttress under the abdominal wall. The physician was unable to complete primary closure of the patient's fascia over the biological mesh. On (B)(6) 2008, the patient returned for follow-up at which time the physician noted that the veritas patch and abdominal closure had failed, resulting in a recurrent hernia sac measuring 25x26x7cm that contained portions of stomach, small bowel, and majority of colon. The patient was referred to a specialist for further care. On (B)(6) 2008, the patient returned to the operating room under the care of another physician for repair of the recurrent hernia. At this time an alternative surgical mesh was implanted. The patient's current status is not known.

Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture.